Manufacturer narrative:
D10: concomitants: 3622126, 02-010-03-0335 - logic cr femoral cem, right, sz 3.5. 3723074, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 3777688, 200-02-35 - three peg patella 35mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015. Approximately 8 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed tibial insert right knee. There was significant amount of synovitis and an effusion. There was symmetric wear posteriorly on both the medial and lateral aspect of the insert. There was obvious delamination. It was worse medially than laterally. There was no loosening or any osteolysis. There is no evidence of infection and the joint fluid had a string sign and was also sent out for culture. The patient was then transferred to gurney and taken to the recovery room. No complications.

Manufacturer narrative:
Correction- this event is discovered to be a duplicate case and has been reported in MFR #1038671-2023-00979. All new and/or additional information will be submitted in MFR #1038671-2023-00979.